Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 23 mg/dl. The customer was asleep at the time of incident. The customer treated via juice and crackers. The drive support cap on her insulin pump appeared normal. The customer was not concerned with the low blood glucose; she was currently more concerned with her recent open heart surgery. The customer believed that her low blood glucose was caused by her surgery-related stress. The customer's health care professional has since decreased the customer's basal rates. No products were returned or replaced.